Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation, contamination was found on the force sensor assembly and the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.